Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated that, over the past six mos, he has observed his infusion set tubing separating at the luer-lock connection on multiple occasions. He stated that, his blood glucose level had been affected during the occurrences. He reported that, his blood glucose level had been as high as 400mg/dl. He stated that, his blood glucose level was "typically around 115mg/dl". He reported that, his symptom of elevated blood glucose was, "being annoyed". He corrected his elevated blood glucose be administering an "insulin shot". The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.